Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission displayed an error message. The same message appeared even with a replacement merlin. It was sugguested the cause was a radio frequency chip problem. The patient will return in the following year for a device check-up.